Manufacturer narrative:
Report source: foreign (B)(6).

Event description:
Information was received that a smiths medical cadd legacy plus pump - 6500, screen suddenly disappears and the pump powers off. It was also reported that the pump will, at times, receive an error. No adverse patient effects were reported.